Event description:
It was reported that the act button on the insulin pump was not working. Customer's blood glucose reading at the time of the call was 12.7 mmol/l. No further information reported.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. Pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.